Event description:
Procedure type: unknown. According to the reporter: the surgeon experienced two past cases with spider screws allegedly backing out. Part numbers and lot numbers are unknown for the spider system used. No additional information has been received regarding this incident. Because the complainant claims two cases of the screw backing out, MDR 3005031160201200014 was also filed in reference to this complaint.

Manufacturer narrative:
(B)(4).